Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a patient had a surgery and a titanium trochanteric fixation nail (tfn) was implanted. The surgery was performed after failed tfn nailing. The surgeon states that the nail had been placed so poorly that it led to failure. This failure was according to the surgeon not an implant failure. Post-operatively, another hospital removed the tfn and another device was implanted. No information available about patient condition and outcome. This complaint involves 1 part. Concomitant reported parts: 1x helical blade. 1x screw . This report is 1 of 1 for (B)(4).